Event description:
It was reported that during a laparoscopic ventral hernia procedure, the surgeon punctured the finger with the introducer. The introducer went through the abdominal wall and into the finger surgeon was palpating with. The case was finished with the device. The o.r time was extended about 10 minutes while the surgeon rescrubbed. There was no pt consequence.